Manufacturer narrative:
Pt identifier was not available at the time of this report. System archive requested from site, not received at the time of this report.

Event description:
A medtronic rep reported that the site called in to report an inaccuracy of 2-3mm posteriorly at the sphenoid wall while in an ent case. Surgeon continued use of the navigation system to complete the surgery successfully, with no pt harm.